Event description:
It was reported via clinical study, that approximately 6 years postop the initial implant, this 60 yo female patient presented to ed with excruciating pain during the middle of the night. The x-ray showed anterior dislocation. The patient was treated with closed reduction/sling. The outcome was last known as resolved. Devices will not be returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The cause of the patient¿s shoulder dislocation and subsequent closed reduction reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.